Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been received a for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure the fenestrated bipolar forcep cable broke during the operation during normal preparation. A fragment fell inside the patient and was not retrieved.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found the instrument to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.